Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet unlock slider was unresponsive. Troubleshooting steps included attempting a software update, updating the ilet app to enable a remote restart, and placing the ilet on the charging pad. None resolved the issue, and the screen remained locked. Replacement device was arranged. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.